Manufacturer narrative:
The product is expected to be returned for analysis; however, it has not yet been received. Upon the return of the product an investigation will be completed to consider any potential factors that may have contributed to this complaint and a supplemental report will be sent with the investigation results. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
As reported, after several attempts, this swan-ganz bipolar pacing catheter could not be withdrawn and got stuck at sheath. At the third attempt of balloon deflation, blood was noted to be in syringe. As per customers opinion the issue might be related to the balloon not deflating properly. To solve the issue, fluoroscopy was used to re-advance catheter and then remove it via the sheath. There was no patient injury. The device was available for evaluation.